Event description:
Patient experienced breathing difficulties, minor distress and trauma shortly after insertion of a 4.5ped, pediatric tracheostomy tube. The device was removed and replaced with a backup. Approximatley one week later a 4.0ped was inserted and patient once again experienced breathing difficulties, minor distress and trauma. The device was removed and replaced with the back-up device. Patient was examined by physician following the second reported incident. There was no reported patient injury or compromise. The 4.5ped is not available to be returned to the manufacturer. The 4.0ped device is reportedly available to be returned to the manufacturer for identification, analysis and investigation. As of the date of this submission, the device has not been received by the manufacturer.